Manufacturer narrative:
Interrogation of the device prior to analysis determined that it was programmed to deliver dilaudid (10mg/ml) at 8.004mg/day. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable pump (serial # (B)(4)) identified residue in the motor gear train and wearing on the upper shaft of gear number two. Eval code-method no longer applies. Eval code-result no longer applies. Eval code-conclusion no longer applies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving an unknown drug at unknown dose and concentration via intrathecal drug delivery pump. The indication for use was not noted. It was reported that review of pump logs showed that the pump stalled on (B)(6) 2019 and never recovered. The pump then stopped as it was stalled too long. No environmental, external, or patient factors were reported to have caused this issue. The patient was scheduled for surgery and had the pump replaced on (B)(6) 2019. No symptoms were reported. There were no further complications reported at this time.